Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 24. The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1882

Manufacturer narrative:
Unit passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement, and self-test. Pump received with high sleep current due to moisture damage to the pcb1 board and pcb2 board. Unable to download or verify pump error 24 due to moisture damage to pcb boards. Found moisture damage to motor assemblies, pcb1 board and pcb 2 board during visual inspection. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, cracked battery tube threads, corroded battery tube, corroded motor home switch. Pump received with high sleep current and was unable to download or verify pump error 24 due moisture damage to pcb boards. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.